Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (10 mg/ml, 10 m g/day) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. Information received reported a motor stall (unknown date) identified with a tablet by "office". The pump was replaced on (B)(6) 2018. The event was reported as resolved at the time of this report. The patient's status was alive - no injury. No further information was provided.